Event description:
It was reported the gastrointestinal videoscope exhibited incompatible scope error e315 during inspection for use. There was no patient involvement.

Manufacturer narrative:
E1 - address:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.